Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was testing in settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that one week prior to (B)(6) 2018, while trying to test, he kept seeing the main menu. The patient manages his diabetes with insulin, which he self-adjusts. He denied making any changes to his usual diabetes management routine as a result of the alleged issue. He reported that about a week later, he developed a ¿severe headache and eye pain¿. He denied receiving any treatment for his symptoms above or beyond the usual routine of diabetes care and management. During troubleshooting, the cca noted that the patient was using the subject meter for the first time. The cca educated the patient on the correct testing procedure and walked him through a retest. The alleged issue was resolved. Replacement products were offered to the patient but these were refused and he said he would call back if he had any other issues. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Severe headache and eye pain, after the meter allegedly began testing in settings mode and the patient was unable to obtain a blood glucose result.